Event description:
A report of patient discomfort at the pocket site was received. A pocket revision was performed to relocate the patient's implant site. Patient is reportedly doing well.

Manufacturer narrative:
The ipg remains implanted in the patient, and will not be returned for evaluation. This is the final report.